Manufacturer narrative:
It was reported that cotton came out of the lap sponge in the middle of the inguinal hernia repair procedure. The cotton was successfully retrieved from the patient's surgical site through use of forceps by the surgeon. General anesthesia was used; however, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No impact to the patient, the procedure, or the total length of the procedure was reported. There was no serious injury or follow up care reported related to the event. Due to the reported incident, this medwatch is being filed. The sample was not returned for evaluation. A photo of the loose cotton was provided. It is unknown if lap sponge was damaged during use or cotton material was loose on sponge. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that cotton came out of the lap sponge in the middle of the inguinal hernia repair procedure. The cotton was successfully retrieved from the patient's surgical site through use of forceps by the surgeon.